Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-28 lot# v056304, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
Additional information received indicated the device had not been working for ¿at least two years.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated a new implantable neurostimulator (ins) was not implanted. It was stated, the patient did have an implant at the time of report. It was noted, the patient was last seen on 2012 (B)(6) and the device was ¿reset¿ and a follow up appointment was made but the patient did not show. Symptoms included incontinence, frequency, and urgency. Reportedly the patient was not receiving therapy.

Event description:
It was reported, the patient experienced a ¿loss of therapeutic effect.¿ it was noted, the patient¿s device ¿helped her for a little while and after that she had to go back and forth to her physician¿s office for reprogramming.¿ it was stated, the patient¿s device was depleted ¿due to longevity¿ at the time of report. The patient noted they were told the device would last for ten years. The patient remained implanted with the device at the time of report. A supplemental report will be filed if additional information becomes available.